Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR due to hosp policy. Add'l info pertaining to the device referenced in this report (including x-rays and med records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Revision surgery. Prosthesis collocate. Explanted components are unk.